Event description:
On tip of the needle is a tiny piece of metal on the bevel. Too painful to inject because of this piece of metal at the tip of the needle. This problem has occurred sporadically throughout needles since may 06.